Event description:
The customer reported that blood leaked through the vented tip cap (vtc) while the customer was removing air from the blood sample.

Manufacturer narrative:
In the initial report the "date received by manufacturer" was not filled in. The correct date is: 2016-04-27.

Manufacturer narrative:
Defective vtc was checked visually and was found shifting of filter paper. Reference samples was checked by functional test and there were no leaks.

Manufacturer narrative:
In follow-up report #3 the date in date received by MFR was incorrectly stated as 02/04/2017. The correct date was 02/03/2017.

Manufacturer narrative:
The manufacturing process was investigated. It was concluded that the root cause of this malfunction is 1. No upper limit for flow test 1 creates possibilities for machine acceptance of wrong filter position, and 2. Not sufficient maintenance procedure of vtc machines.